Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. There was no adverse effect to customer's blood glucose level. The issue was resolved by re-inserting the needle into the cartridge septum.